Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the device fall off complaint could not be confirmed. This cannot be evaluated during the investigation process.

Event description:
The patient reported that the v-go she is currently wearing is repeatedly stabbing her and is warm to touch. The patient stated that she placed the v-go on the back of her arm her at 1:30pm central time and had it on for 7 1/2 hours. The patient did confirm that she did prepare the infusion site correctly by cleaning the area with a alcohol swab and letting the area dry. The patient mentioned she was experiencing a high blood sugar reading on the same v-go of 241 at 9:40pm on (B)(6) 2019.